Manufacturer narrative:
Product analysis the device returned with the external slider in the home position. The backend wheel was slightly open. The graft cover was partially curved. Bunching and kinking was visible along the graft cover. Excessive bunching was visible distal to the graft cover marker leading to a gap between the tip and the taper tip. A severe kink was visible on the spiral tubing underneath the bunched section. Severe scratches were visible on the taper tip. There was no deformation evident to the spindle. The reported removal difficulties and deformation in-vivo were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 50mm aaa . It was reported that during the index procedure the physician experienced resistance when removing the endurant delivery system from the body post deployment. The physician had to use force to remove the delivery system from the right common femoral artery and the delivery system was severely damaged from the removal process. The patient appeared to have a mild hematoma which resolved upon the completion of the procedure. The physician completed the procedure and obtained hemostasis of the right common femoral artery using a non-medtronic closure device . The delivery system was inspected and appeared normal before use. No deployment issues reported. Per the physician, the cause of he removal difficulties is unknown. No additional clinical sequalae were provided and the patient is fine.